Event description:
It was reported to philips that the system failed to boot up successfully. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file confirmed the reported issue. During investigation, philips engineer identified that sib having issues which resulted in system not booting. The philips engineer reseated cable connected to sib and rebooted the system. After reconnection, the system was returned to use in good working order. The codes were updated based on the investigation outcome.